Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown. Customer stated that the contact on the battery cap was not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated the display did not returned. Troubleshooting was performed for blank display. Customer was already tried using two different batteries but insulin pump still not working. The insulin pump will not be returned for analysis.